Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that cassette was clogged with a machine and it could not be aspirated during cataract surgery. The procedure was completed (product continued use). There was no patient impact.